Event description:
International customer reported that a patient presented with an infection two months following an excision of a mole from the sole of a foot. It is not known what, if any, medical intervention was provided to address this event. No further details were provided.

Manufacturer narrative:
Date sent to the FDA: 10/29/2008. Infection occurred - conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.